Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had air bubbles. The following information was received by the initial reporter with the following verbatim: it was reported by customer that strumming pumping segment to remove air or unloads IV set to flow the air out the distal end of the IV set or restarts the pump if it is a small bubble.